Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The issue was resolved after the sample probe was cleaned and adjusted.

Manufacturer narrative:
The online tdm theophylline reagent lot number and expiration date were not provided. Calibration and qc data during the event were within specifications. A field service engineer (fse) removed both sample probes and cleaned them. The fse refitted and adjusted the sample probes accordingly, and completed qc which was passing within specifications. The investigation is ongoing.

Event description:
There was an allegation of a questionable online tdm theophylline result from the cobas c 503 analytical unit for one patient. The initial result was no result generated, accompanied by a data flag. The first repeat result was 0.8 g/ml, accompanied by a data flag. The second repeat result was 12.7 g/ml. The third repeat result was 12.9 g/ml.